Event description:
It was reported that the patient was admitted in the hospital due to dizziness. Upon interrogation of the device, it was noted that the right ventricular lead had a fracture and exhibited loss of capture. The lead was capped. The patient was stable prior, during and post procedure.